Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply in the mainframe was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system shut down during a case. The 9800 system had to be rebooted and the picture came up as a small telescopic picture. No pt injury was reported.